Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A DHR check was not performed as the lot number is "unknown" for this complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd¿ syringe with permanently attached bd safetyglide¿ safety needle safety mechanism was "warped" and would not close during use, nor could the serum be drawn up when pulling back on the plunger. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "as far as sample I have not ran into warped syringes as of lately, warped as in the safety does not close, or the serum cannot be drawn up as when pulling the plunger to drawn meds."